Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called and stated last week while in treatment he noticed fluid leaking from the cassette area. The pt stated he cancelled the treatment and reset up with new supplies. The patient stated lots of fluid leaked and got into the cycler. The patient stated the fluid leak was observed from the cassette door during his initial drain and stated he stopped treatment and re-setup with supplies and was able to complete his treatment using the cycler. The set was discarded. During follow up the patient reported that he did not experience any adverse event. He had reported the incident to his pd nurse and no medical intervention was required.